Event description:
The customer observed higher than expected vitros tsh results predicted from a single patient sample processed on a vitros 5600 integrated system. Patient: (B)(6), 0.723 miu/l vs. 0.10 miu/l biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tsh patient result was reported from the laboratory, however, a corrected report was issued prior to any action being was taken. There was no allegation of patient harm resulting from the action taken. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were predicted from a single patient sample processed on a vitros 5600 integrated system when compared to the tsh result obtained from a non-vitros roche system. A definitive cause could not be identified, however, an unknown sample interferent that affects the vitros tsh assay cannot be ruled out as contributing to the event. There was no indication the vitros tsh reagent lot 4450 malfunctioned. No instrument issue was identified as a contributing factor, however; an instrument related issue cannot be entirely ruled out. The definitive assignable cause is unknown.